Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+1.5/082 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The lens was removed intraoperatively due to excessive vault. On (B)(6) 2021 a shorter lens was implanted and the problem is resolved. The cause of the event is reported as unknown.